Manufacturer narrative:
The device was confirmed for a section 6 checksum error that prevented testing for the customer's complaint.

Event description:
The account alleges that the head section was being lowered. When the head reached approximately thirty degrees, the head section suddenly dropped to the flat positon unintentionally. No injury was reported.

Event description:
Reporter alleged that he attempted to test on the advantage system when he felt hypoglycemic symptoms and he got an error message. Reporter stated that his wife had to treat him with cheese. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.